Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when inserting the this lead into the lateral vein, the guide wire was inserted/pulled but the guide wire could not cross the spiral section of the distal tip of the lead. Several attempts were made but maneuvering of the lead became worse thus a new lead was used with a straight guide wire. The procedure was completed. This lead was not returned. No adverse patient effects were reported.